Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer was unable to provide additional information regarding how this issue was resolved, but confirmed that they were able to resume insulin therapy. There was no adverse impact to the customer's blood glucose level.